Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customers blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.